Manufacturer narrative:
Evaluation summary: the device may have fractured due to high, repeated impaction forces, especially if they were not in line with the axis of the impactor shaft. The exact cause cannot be determined with certainty. Evaluation codes: as returned, the threaded portion of the shaft is fractured and missing. The device has a potential field age of less than 1 year. Device history records indicate all components were manufactured and inspected to specification. Eds analysis indicates that the impactor is made of 455 sst. Sem indicates that the fracture occurred in overload.

Event description:
It is reported that the threaded tip broke off into the implant and was unable to be removed.